Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The 4.0x16 mm graftmaster referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a large 4 centimeter (cm) pseudo-aneurysm with bleeding emanating from the distal third and approximately 2 cm segment of destroyed anterior tibial artery. A 3.5x16 mm graftmaster stent was placed across the area of the stenosis; however, there was still persistent extravasation. A second 4.0x16 mm graftmaster stent was positioned across this lesion and deployed; however, there is persistent extravasation so a third 4.5x16 mm graftmaster stent was placed. The area was postdilated and the procedure was successful. No additional information was provided.